Manufacturer narrative:
Medical device lot #: 7291858, medical device expiration date: 10/31/2019, device manufacture date: 10/18/2017. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder kept pushing off the collection tube. No report of medical intervention or serious injury.